Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the patient outcome could not be conclusively established through this evaluation. It was reported via patient outcome that the patient expired. There were no device issues reported. No autopsy was performed, and the device will not be returned for evaluation. It was reported that no additional information will be provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G, lists all adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. It was reported the device operated as intended. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.